Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bath chair. The chair was provided to him by the hotel he was visiting. The device is not available for evaluation. It is unclear if the device broke or was not set up properly. This is a legal claim. The end-user is an amputee. The right side legs gave out as he was using the chair in the shower. He fell. His stump hit the shower grate bar causing bruising and minor abrasions. He hurt his left hip and elbow. He waited two days to seek medical attention due to embarrassment. He went to the va where they checked the stump for infection. He went to physical therapy for the pain in his hip.